Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.